Event description:
It was reported that the retrieval catheter caught on the proximal end of the stent and kicked the shuttle sheath out into the ascending aorta with a loop of the filter wire. This backed the filter up against the stent. A rescue technique was perfomred with a rapid exchange balloon catheter resulting in the successful removal of the guide wire, catheter, and the filter device. During the procedure, hyptension, dizziness, and blood loss occurred. It is unknown if this is related to the device. These symptoms were treated with vasopressors/inotropes and an IV infusion of two units of blood. The procedure was successful.